Event description:
The complainant reported that the clinicians had therapeutically placed port vaxcel in a male pt (age unk) in either late november or early december 2005; the complaint was unable to provide the exact date the device was implanted. It was indicated that after being in use for a couple of months, the clinicians were able to flush, but unable to aspirate the device. After the port was explanted a split in the catheter material was evident. Another port was placed in the pt and the complainant reported that there was no adverse affect to the pt as a result of this reported problem.